Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.